Event description:
The customer is requesting assistance for saving data on a patient who expired.

Manufacturer narrative:
(B)(4): the customer is requesting assistance for saving data on a patient who expired. This event is being reported in caution because a patient died while being monitored by a philips device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.